Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in the transverse colon on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. The catheter was attempted to be cut with wire cutters but did not successfully release the clip. Reportedly, the clip had to be ripped off the mucosa. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in the transverse colon on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. The catheter was attempted to be cut with wire cutters but did not successfully release the clip. Reportedly, the clip had to be ripped off the mucosa. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Mfg site name - freudenberg medical. Investigation results: a visual examination of the returned complaint device noted that the clip assembly was half deployed and returned with the device. The prongs were locked into the capsule. The yoke was still attached to the control wire. The handle had been cut from the device and was returned. The coil had been cut and stretched out. The over sheath assembly was not returned. There was a kink in the control wire near the center of the device. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.